Event description:
The vasoview device used for vein ligation in open heart surgery, broke off while in use. Two small pieces of the tip broke off and were retrieved from inside the leg of the patient.